Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-mar-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie did not open. A technical support specialist instructed the user to hold down the cubie lid, then press the retry button and release the lid. This action successfully opened the cubie, and user was able to issue the medication without any issues. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, its cubie did not open the customer reported occurred issue affecting the workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. "E.1. Initial reporter facility: (B)(6)"

Event description:
It was reported that when using the bd pyxis¿ medbank tower, its cubie did not open the customer reported occurred issue affecting the workflow. There were no adverse events or injuries reported based on this event